Manufacturer narrative:
Device evaluation: visual analysis was performed which identified an opening on posterior and white particles inside device. Leak test was performed which identified two openings on shell. Microanalysis identified two openings on posterior with striated edge consistent with the used of a surgical tool like scalpels, surgical scissors or a surgical needle assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: openings due to surgical damage.

Event description:
Healthcare professional reports saline device ruptured during implant surgery. Device was not implanted and surgery was completed with a back-up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reports saline device ruptured during implant surgery. Device was not implanted and surgery was completed with a back-up device.